Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6)2017, the patient was without therapy from the scs system. As a result, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced with a new one. Reportedly, effective therapy was restored following the procedure.

Event description:
The issue is resolved.